Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when the power was turned on to initiate ventilation. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred when the power was turned on to initiate ventilation. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the issue of "ventilator inoperative" was not duplicated during the operational inspection. An error code was found in the ventilator's downloaded event log, indicating the machine flow sensor drift above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue. Additionally, not related to the malfunction/issue the silver sticker around the button that was peeled off and the vanity cover assembly were replaced.